Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was not confirmed when running the ventilator for thirty minutes. The service technician reviewed the system error logs from the device and was able to confirm the reported issue on the device. The service technician evaluated the device and found the system printed circuit assembly (pca) board and blower had caused the issue on the device. The device's system pca board and blower were replaced to address the issue.